Manufacturer narrative:
The catheter met specifications for electrical testing and no functional anomalies were noted during the ablation simulation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal, rf data display issue, and subsequent procedure cancellation remains unknown.

Event description:
Related manufacturing ref: 2184149-2018-00138. During an atrial ventricular node ablation, the ablation signals and radiofrequency data were unable to be seen from the ampere generator and the procedure was cancelled. The cables were reconnected, the generator selection was verified, and the patches were confirmed to be connected to the patient with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.